Event description:
It was reported that the procedure was to treat in stent restenosis in the superficial femoral artery (sfa). The 315cm was exchanged onto an emboshield nav6 embolic protection system (eps) and used in the procedure with a rotational atherectomy device in the procedure. After, rotablation the tip of the barewire was noted to become separated; therefore, the a snare was used to remove the proximal part of the wire and the filter. Then, the snare was used again to remove the tip of the wire. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the tip separation resulting in unexpected medical intervention likely occurred due to interaction with the rotational atherectomy device. It is likely that the barewire was subjected to torsional loads exceeding the material limitations causing the tip to separate requiring a snare device to retrieve the separated tip. Based on the reported information, there is no indication that the reported material separation resulting in unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device.